Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device does not respond to an open door which was not reproduced during evaluation. Evaluation found the upper latch switch was found to stick which may prevent the device from recognizing an open door. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not respond when opening the door. There was no patient involvement. No additional information is available.